Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation') in an adult female patient who had essure inserted. The patient's medical history included ovarian cyst and painful intercourse. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant). At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: impression: bilateral tubal obstruction.. Ultrasound pelvis - on (B)(6) 2014: essure coil seen posterior to cornua and extending into the pelvic cavity. Right ovary: septate cyst seen 2.7 x 1.6 x 2.1 cm. Left ovary: 140 mm follicle seen (left ovary seen posterior to uterus). Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation') in an adult female patient who had essure inserted. The patient's medical history included ovarian cyst and painful intercourse. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant). At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 01-jun-2012: impression: bilateral tubal obstruction.. Ultrasound pelvis - on (B)(6) 2014: essure coil seen posterior to cornua and extending into the pelvic cavity. Right ovary: septate cyst seen 2.7 x 1.6 x 2.1 cm. Left ovary: 140 mm follicle seen (left ovary seen posterior to uterus). Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jan-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.